Event description:
Customer reported the tube is arcing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and re-greased the high voltage connections. System operates as intended.